Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. The lot number is unknown; therefore the device history records are unable to be reviewed. The warnings in the package insert state this type of event can occur. Based on the information available the surgeon stated that this event (granuloma) is a surgical complication not related to the device. If additional information is obtained that adds value to the relevant content of this report a follow-up report will be sent.

Event description:
On (B)(6) 2016 it was reported a patient developed a superficial wound infection requiring re-admission and vac dressing. On dec. 12, 2016 it was reported the event was classified as a sswi (superficial sternal wound infection). The patient presented with chest discomfort referred as ¿burning sensation"; egk was normal. Initially treated as a osteochondritis (local inflammation of the bone). On tuesday (B)(6) patient was noted with a localized inflammation in the lower section of the sternal wound and a puncture with aspiration evacuated fluid that was accumulating superficially. Fluid was sent for microbiology analysis and results showed no microorganism at 3rd and 5th day. However, patient was placed in antibiotic. Cleaning and debridement of a granuloma was performed with placement of a wound vac device. The surgeon indicated that patient is stable and has had good clinical response with granulation tissue present and no signs of systemic infection. On (B)(6) the wound will be re-evaluated, wound vac will be removed if there is a satisfactory healing process. The surgeon stated that this event (granuloma) is a surgical complication not related to the device; deep tissues (including muscles, bone) and the sternal device have not been affected. On dec. 13, 2016 it was reported "the patient has remained apyrexial since admission with a wcc of 8.3 x10^9 appropriately treated with cloxacillin for a sensitive s. Aureus on wound pus swab. His wound was inspected today and it looks clean with a small area ±10% of slough and a vac dressing was reapplied. Neither the bone or the device is exposed."

Manufacturer narrative:
The surgeon stated that this event (granuloma) is a surgical complication not related to the device; deep tissues (including muscles, bone) and the sternal device have not been affected. The research principal engineer provided a rationale as to why the surgeon believed that this infection was not device related. He stated, "by definition ¿granuloma¿ is an attempt of the immune system to isolate certain substances that are ¿perceived¿ as a foreign body, forming an accumulation of cells. This granuloma was limited to superficial planes and that may be the rational for doctor¿s assessment of "no relationship to the device."" The most likely underlying cause of this complaint is patient condition. There are no indications of manufacturing defects. It is reported the device is still implanted in the patient and the patient has healed.